Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements due to the patient coronary sinus. The lead was capped and replaced. No patient complications have been reported as a result of this event.